Event description:
The complaint is reported as: "shantou longhu district people's hospital, (B)(6) 2019, nurse did the nebulization on patient, but no mist came out, replaced new one to complete the treatment. Checked the defect product that no block on the mask, but the ID of the connector was smaller, no obvious discrepancy." The condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "(B)(6) hospital, (B)(6) 2019, nurse did the nebulization on patient, but no mist came out, replaced new one to complete the treatment. Checked the defect product that no block on the mask, but the ID of the connector was smaller, no obvious discrepancy." The condition of the patient is reported as "fine".